Event description:
Patient reported left side capsular contracture, baker grade IV". Additionally, patient reported "malaise, breast implant illness and hair started falling out¿, ¿feels hot¿, ¿severe joint pain¿, and ¿can't move arm"; these events are unrelated to the device.

Event description:
Healthcare professional updated left capsular contracture to baker grade iii. Patient additionally reported "breast implant illness, colitis, autoimmune disease" (non-device related) and "bubbles in their implant. The device has been explanted.

Manufacturer narrative:
Device evaluation: "visual analysis of the returned device identified: weight to the spec, deformation. Cloudy was observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process."

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii. Patient additionally reported "breast implant illness, colitis, autoimmune disease" (non-device related) and "bubbles in their implant." The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii. Device remains implanted.